Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D2a: common device name: laparoscope, general & plastic surgery. D2b: product code: gcj. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: requested, unknown. G4: 510(k) number: k923607, k926214. The actual device has been returned for evaluation. Appearance confirmation - the wire strand had been approx.1 mm exposed at approx. 715mm to 716mm from the distal end. - the outer layer had been approx.3 mm flared at approximately 716 mm to 719 mm from the distal end. - the outer layer had been fractured and elongated in each end of the outer layer. - no anomaly such as abrasion was found in other parts. Dimensions - the outer diameter (normal part): it met the factory's specifications. No anomaly was found. Length of missing portion - since the outer layer is thought to be elongated, it was not possible to measure the exact missing length. History investigation of the involved product code and lot number - no anomaly was found in the results of the history investigation. - no similar event was found in the past complaint file. Simulation test it was pushed and pulled with a metal and resin torque device fixed to the guidewire. - the wire strand was exposed. - streak marks were found. - the outer layer was fractured and elongated. It was thought that this condition was similar to that of the actual device. Based on the investigation results, no anomaly was found in the manufacturing record and dimensions of the actual device. Based on the condition of the actual device and simulation test, as one of the possibilities, it was inferred that a metal or resin torque device was fixed to the guide wire and it was pushed and pulled, causing the outer layer to fracture, elongate and flare furthermore, since the outer layer is considered to be elongated, it was not possible to measure the exact length of missing portion. Relevant instructions for use (IFU) reference: "do not use a metal torque device with the glidewire. Use of a metal torque device may result in damage to the wire. Also, do not slip a tightened-up torque device over the wire, as this may result in damage to the wire." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information. The coating section of the wire has a crack. Peeling was observed on the outer layer of the actual sample, and since the possibility of residual material remaining inside the body cannot be ruled out. The procedure outcome was not reported. There was no harm to the patient reported.